Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor was fractured while in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer reported that, the sensor was still in the body. The needle retracting after removing needle hub. The sensor will be returned for analysis.